Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the visera 4k uhd camera control unit exhibited communication errors e116, e117 and e118. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This report is related to two events: (patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reported issue was not confirmed / duplicated. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.